Event description:
Sorin group (B)(4) received a report that the console stopped and did not switch to battery backup. Once power was restored and the machine was restarted, a message indicating that the batteries could not be charged was displayed. There was no report of patient injury.

Manufacturer narrative:
Sorin group manufactures the scpc centrifugal pump console. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the console stopped and did not switch to battery backup. Once power was restored and the machine was restarted, a message indicating that the batteries could not be charged was displayed. There was no report of patient injury. Sorin group (B)(4) has requested that the product be returned for evaluation. To date no product has been received. The investigation is ongoing. A follow-up report will be filed when the investigation is complete.